Event description:
It was reported that the 9900 system locked up during a case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Upon arrival the system was working as intended and in clinical use. No service required at this time. Customer advised to call for service if system experiences the reported problem again.